Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: there is a water-tightness failure in the video connector. T is presumed that the cracks in the video connector prevented it from maintaining its airtightness, resulting in a water-tightness failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Event description:
It was observed, that during the device evaluation. The camera head exhibited electrical contact discoloration, free lock lever corrosion and main body (lens) adhesion/deposits. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure a review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.